Manufacturer narrative:
The device met the requirements for leak testing, however it was not patent and was out of specification for siphon, reflux, pre-implantation, and pressure flow testing due to proteinaceous debris interference with internal flow control mechanisms. The instructions for use that accompany the device caution that particulate may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that it was suspected that the shunt may not have been performing optimally. The shunt was replaced.